Manufacturer narrative:
The product has not been returned to the manufacturing site. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient had difficulty seeing. The iol was exchanged three months following the initial procedure for another lens model with half a diopter more power. The physician reported the patient's symptoms resolved following the iol exchange.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. The optic is torn/cut into two large portions, typical of an insertion and removal. One optic portion has small cracks in the shape of two instruments used to grasp the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified viscoelastic was indicated. The root cause of the complaint cannot be determined. The returned lens was in two pieces, typical of an insertion and removal. A power and resolution test could not be conducted due to the optic damage. The manufacturer internal reference number is: (B)(4).